Manufacturer narrative:
This report is submitted on june 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2018 and the electrode array was left in situ as a placeholder for future surgery. During the procedure, the infected tissue was excised and a flap rotation was performed.

Manufacturer narrative:
This report is filed on june 28, 2018 .(B)(4).